Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6). An event regarding wear involving a dura duration a/p tib lg 9 was reported. The event was not confirmed. A review of the provided medical information could not confirm the event or determine a root cause. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes,further dated x-rays and return of the device are needed to fully investigate the event.

Event description:
The patient's knee was revised. The insert was replaced with 6642-1-809.

Event description:
The patient's knee was revised. The insert was replaced with 6642-1-809.